Manufacturer narrative:
Although there is no sample available a thorough investigation will be completed and the results will be reported through a follow up MDR.

Event description:
PICC catheter broke off at pink hub. No tension in the line. Dressing was dry, PICC not leaking before event occurred. Patient needed to be pricked for IV insertion, since PICC line was no longer in use. Patient outcome: normal status.

Event description:
PICC catheter broke off at pink hub. No tension in the line. Dressing was dry, PICC not leaking before event occurred. Patient needed to be pricked for IV insertion, since PICC line was no longer in use. Patient outcome: normal status.

Manufacturer narrative:
Correction: model number on initial MDR was listed incorrectly as 1261.203a , it has been corrected to 1261.306a. The investigation summary is as follows: since we did not receive the faulty sample nor an image showing the stated defect, no investigation is possible. The error pattern can neither be verified nor disproved. In general, there are various events that can lead to a snapped catheter: 1. Tensile force - which may be caused by: - dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - in babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. Furthermore, the IFU states: · be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. · do not overstretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. The customer also reported that the catheter had been in use for 13 days prior to the leakage, indicating that the issue is unlikely to be due to a manufacturing defect. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter undergoes flow and leak testing during production as part of the quality control process. In addition, incoming goods inspections and two 100% visual inspections are conducted after packaging as part of the manufacturing process. Corrective action: due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.